Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) result for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The customer stated the elevated troponin I (access accutni+3) result was not reported outside the laboratory. The customer reanalyzed the patient's sample on the original access 2 immunoassay system and obtained negative results. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc), calibration and system check were performing within specifications. The customer performed a precision run which met specifications. The patient sample was collected in a serum tube. The customer stated that the sample may have contained a clot however this was not visually confirmed. The sample was centrifuged at 6000 rpm (revolutions per minute) for five (5) minutes.

Manufacturer narrative:
The customer did not supply weight for the patient in this event. Service was not dispatched. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.